Event description:
It was reported that during a stapes procedure, the aiming beam could not be seen though the device. The procedure needed to be rescheduled. There was no reported permanent impairment or injury to the patient. The console was tested according to the IFU prior to the sedation.

Manufacturer narrative:
Upon receipt of this microlase otology kit at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection was performed on returned device. No obvious damage, scratches or charring was observed. Slight bends associated with use were noted on the distal end of device. During functional testing, the laser light was used and able to pass through the tip area; therefore, the reported event cannot be confirmed.

Event description:
It was reported that during a stapes procedure, the aiming beam could not be seen though the device. The procedure needed to be rescheduled. There was no reported permanent impairment or injury to the patient. This event is being reported for an aborted procedure with patient under general anesthesia or sedation status unknown.